Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with onyx had various endoleaks. (B)(6) 2019: patient struggled with various endoleaks. Onyx, coil, and gelfoam embolization of aneurysm sac in ir. (B))(6) 2019: aortic endoleak onyx embolization in ir. (B)(4) for information regarding aortic complaints.

Event description:
Additional information received reported the endoleak history: 1. The first time he was seen was on (B)(6) 2018, clinic note says: ¿referred to (B)(6) clinic today for consult for abdominal aortic aneurysm with endoleak. He has a pmh of evar by dr. (B)(6) on (B)(6) 2017.¿ unknown diagnosis date of this endoleak osf prior to this clinic visit. 2. On (B)(6) 2018, he has his first ir endoleak repair at this facility: ¿endoleak repair by direct percutaneous access of the aorta and injection of onyx into aneurysm sac¿ 3. On (B)(6) 2018: follow-up clinic: ¿no residual endoleak. ¿ 4. On (B)(6) 2018, surgery to repair type 3 endoleak: ¿a 77-year-old male, who had previously placed endovascular stent graft, additionally with the right iliac branch endoprosthesis for treatment of a complex infrarenal aaa. He has had noted substantial aneurysm sac expansion since that point in time. On preoperative imaging, he was found to have evidence of the modular pieces of the iliac branch endoprosthesis, had become separated on the internal iliac component, and thus creating a type 3 endoleak.¿ pt received: ¿placement of 2 times 10 mm x 5 cm covered viabahn stents to the right internal iliac artery. (Interventional radiology) 5. On (B)(6) 2018, CT scan: ¿postsurgical changes of evar of infrarenal abdominal aortic aneurysm with persistent contrast extravasation into the proximal aneurysm sac. While no definite arterial source is visualized, findings are suggestive of a type 1a endoleak. A type 2 endoleak cannot be excluded on the study.¿ 6. On (B)(6) 2018: 1st navion implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.